Manufacturer narrative:
Arjo was notified of an event involving arjo maxi move passive floor lift and passive clip sling (model number maa2000m-xl). It was reported that during patient transfer from a wheelchair to a bed the leg clip detached. The customer stated that during transfer the patient started kicking, and shifted her body weight around the sling causing that one clip detached. The patient fell out from the sling and hit her head on the chassis of the maxi move lift. As a consequence of the event the patient sustained laceration which required 4 staples. Arjo service technician visited the customer facility after the event to perform a device inspection. No malfunction was found within maxi move lift. The sling used during the event could not be evaluated by arjo. After the event the sling was moved to another building and customer could not state which sling was involved in the event. The arjo technician checked all available slings at the customer facility and no defect was identified . Based on product knowledge and previously made simulations we can state that a sling clip can detach when it is in an unstable position or not under tension. Following all details reported, it seems likely that due to patient¿s sudden movement, the clip might have been accidentally pushed by the patient. The passive sling clip instruction for use warns the users to check the sling prior to use and make sure that the sling clips are attached securely before and during the lifting process. According to the procedures provided in the instruction for use for maxi move lift (001.25060): ¿patients with spasm can be lifted, but greate care should be taken to support the patient'slegs to prevent fall risk and injuries." To sum up, arjo floor lift and clip sling were used as a system for a patient transfer when the resident fell out of the device. The clip detached and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use and serious injury occurrence.

Event description:
Arjo was notified of an event involving arjo maxi move passive floor lift and passive clip sling (model number maa2000m-xl). It was reported that during patient transfer from a wheelchair to a bed the leg clip detached. The customer stated that during transfer the patient started kicking, and shifted her body weight around the sling causing that one clip detached. The patient fell out from the sling and hit her head on the chassis of the maxi move lift. As a consequence of the event the patient sustained laceration which required 4 staples.